Manufacturer narrative:
Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information be received, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
Conclusion: cardiac dysrhythmias and hemorrhage (bleeding) were known potential adverse events per mosaic IFU, and atrial fibrillation was one of the most common cardiac dysrhythmias. Based on the received information, no medical treatment was required for the atrial fibrillation. It was also reported that reoperation, thrombin injection or pericardial puncture was performed because of bleeding and/or tamponade. The source of the bleeding was not specified. A variety of factors can cause bleeding/tamponade, no definitive conclusion can be made regarding the clinical observation as multiple attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this prosthetic aortic valve was part of a randomized clinical study entitled the nordic aortic valve intervention (notion) trial, designed to compare transcatheter and surgical valves from several manufacturers. Following the implant of this bioprosthetic valve, bleeding (source unknown) and/or tamponade was reported that required reoperation, thrombin injection or pericardial puncture. No other adverse patient effects were reported. Additional information has been requested but not received.